Event description:
It was reported that the colonovideoscope displayed an error message e217. No patient harm was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white foreign material in the air-water channel. Based on the results of the investigation, the reported issue was not reproduced, and no problem was detected. The white foreign material detected was likely due to the use of products that contain silicone, which can cause deposits of white foreign material. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.